Event description:
The customer reported that their device was showing an intermittent "connect electrodes" message when moving the therapy cable around. Based on the reported issue, the device may not recognize a connection to a patient.there was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): the customer (hospital biomed) evaluated the device and verified the reported failure. The customer then replaced the therapy connector assembly and observed proper device operation through functional and performance testing. The device was then returned to the end user for use.